Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. No visual abnormalities were noted for the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 6 autoclave cycles for the handle. The drive motor failure codes were displayed in the eeprom. No further visual or functional abnormalities were observed with the handle. The handle was disassembled for troubleshooting and no visual or continuity abnormalities were found. However, similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc (brushless direct current) board. This damage can only be shown through destructive testing. The observed eeprom error codes were most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Event description:
According to the reporter: prior to a procedure, the handle appeared to be dead. It had fifteen plus sterilization cycles remaining. The battery was reintroduced and the battery icon was blinking green, the status indicator lights were solid royal blue, and there were not white lights on the top of the handle. The device was not used on a patient.